Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, the lead was explanted and replaced. Effective therapy restored postoperatively. Issue resolved.